Event description:
It was reported that during routine follow-up, the pacing threshold had increased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.